Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture and severe devitrification at the output window; the fiber proximal to the fracture was found to rotate independently of the metal cap. The metal cap was found to exhibit char detritus. The returned fiber card was analyzed and found to be properly functioned and verified to be expired; the soft joule limit was reached at 170,150 joules of use. The identified issues may activate the laser systems fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The radial fracture may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that the fiber card was not recognized by the laser system and would not permit the surgical fiber to function. It is not known how the case was completed. No additional info was provided. There was no report of injury.